Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a partial power on reset, which caused the rate histograms and percentage pacing data to be cleared, but the device continued to operate as programmed and began collecting new data automatically. A device update, delivered via in-clinic interrogation, was recommended by the manufacturer and the device remains in use. It was also reported that the left ventricular lead impedance had one low pacing impedance measurement. It was noted to have been trending low, but stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.